Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter (serial number not provided) compared to a laboratory result using an unknown method. The patient always tests using the second drop of blood. At 7:30 am the laboratory result was 2.0 inr. At 8:00 am the meter result was 2.5 inr. The patient¿s therapeutic range is 2.0 -3.0 inr.